Event description:
Additional information was received from the patient. They reported that the cause of the recharger not connecting was due to faulty recharger. The device was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9220 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger not connecting to the implanted neurostimulator. Patient states recharger will connect to implant and then after a little bit it starts beeping again and disconnects from the implant. Agent asked if this happens every time patient tries to charge, and patient states it does not stay connected for even a minute. Patient mentioned they has been sick for a while and have not been able to call medtronic. Patient has not had any falls or trauma. The patient does not feel like the implant has moved, but sometimes it gives her a little shock when trying to find it. Patient last charged about 3 weeks ago and usually charges once a week. During the call, the patient was able to connect to the recharging app and saw a 10% charge, and then the recharger disconnected again. The recharger was reset, but that did not resolve the issue. Patient was having urinary issues and wetting her pants. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.,